Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a qc failure with atcc 49619 for levofloxacin when tested with the vitek 2 ast-st01 test kit. The levofloxacin mic was 0.25 when the expected result was 0.5 - 2. Though the laboratory reported results for levofloxacin in spite of the qc deviation, the customer indicates there has been no incorrect treatment or deterioration in patient state of health due to the discrepant qc result. There is no indication of delay in reporting of results or delay in patient treatment. There may be a potential for adverse event if the event were to reoccur; therefore this event is being reported as a malfunction. Culture submittals have been requested by biomerieux. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. Testing included: two (2) vitek® 2 ast-st01 cards of the lot in use by the customer (540367040) and two (2) cards of a random lot (540362720) with the customer strain streptococcus pneumoniae atcc 49619 and with the internal reference strain (frozen stock r&d lbm) subcultured on tsab and pvx medium. Testing results (customer strain): obtained the expected result of levofloxacin mic = 0.5 mg/l. The customer's out-of-range-low result was not reproduced. Testing results (internal reference strain): obtained levofloxacin mic = 0.5 mg/l. The customer's out-of-range-low result was not reproduced. The vitek® 2 ast-st01 test kit product is performing as intended within specifications.